Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed when trying to change reservoir. Customer stated they restarted the insulin pump but issue persisted. Customer was not able to clear the alarm successfully. Customer was not able to complete the rewind. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Customer complained about having pump error 38 alarm/rewind anomaly on (B)(6)2021. The thus download was successful. (39) pump error 38 alarm found in the insulin pump history/trace download on (B)(6)2021 started from 18:49:52 o'clock to 23:03:15 o'clock. Device was received with pump error 38 alarm during rewind test. Unable to perform rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test or displacement test due to pump error 38 alarm. Device was received with corroded battery tube, cracked case along the side of the battery tube, missing reservoir tube o-ring and missing reservoir retainer. The p-cap does not lock properly into place. Reservoir unable to lock into place due to missing reservoir tube o-ring and missing reservoir retainer. Device was cut opened, inspected and tested. Found corroded motor home switch and moisture damage on lcd 40 pin flex cable copper connector traces. Replaces a test motor and perform rewind test again. The test motor passed the rewind test. In conclusion, device was received with pump error 38 alarm during rewind test due to corroded motor home switch. Moisture damage also found on lcd 40 pin flex cable copper connector traces. Cosmetic damage found and the p-cap does not locks properly into place due to missing retainer ring.medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.